Manufacturer narrative:
The creaj2 reagent lot number was 79469901 with an expiration date of 31-dec-2025. The calibration was last performed on (B)(6) 2024 and it was acceptable. The provided qc data did not contain all the result values, the date/timestamps, or the customer's target means and ranges. The customer provided verbally their qc recovery was acceptable prior to the event. The alarm trace showed abnormal aspiration (sample pipetter), sample clot detection, sample foam detection, and sample short alarms. These are indicators of a possible poor sample quality. The field service engineer found that the cause was due to an issue with the sample probe (component failure). He replaced the sample probe and the reagent probes. Precision studies were performed and they were within specifications. He then did a performance test and the instrument was performing within specifications. The service actions (replacing the sample probe and the reagent probes) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with creatinine jaffé gen.2 (creaj2) assay on a cobas c503 analytical unit when compared to a different cobas c503 analytical unit. Initial result: 0.67 mg/dl. The nurse questioned the initial result. The customer then repeated the sample. Repeat result: 1.57 mg/dl (tested on another c503). The repeat result was deemed to be correct. Reportedly, an amended report with the correct result was issued.